Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.